Event description:
It was reported that the patient used to go 'off' quite a bit and the wires pulled. The patient had experiencing tingling on the left side of her body at that time.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# unknown, implanted: unknown product type: lead. (B)(4).